Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during transport with a patient it was observed that the oxygen bottle they were using appears to be leaking. Another bottle was used, and it did the same thing. The device was in use on a patient at the time the reported issue was discovered. However, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was observed that the gas consumption when using o2 cylinders during patient transport appears to be too high for the users. The concentration set is not known. There are no obvious leaks and nothing unusual was reported in the self-tests. There are no problems when using the wall connection. The rse dispatched a field service engineer (fse) for onsite repair. A complete leakage test is required at least, once with a wall connection and once with a bottle. The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the device and confirmed to be operating per specifications, no failure was identified, the reported issue was not duplicated by a test run performed. The hose connection checked. Leak tests carried out with no abnormality. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It has been concluded that this issue may have been caused by user error. The external hose system and connections must be checked by the operator. No fault found with the device.